Manufacturer narrative:
The field service engineer determined that a wash nozzle was overflowing. The rinse/wash levels were adjusted. Precision studies were performed and these were acceptable. The customer stated that control recovery was acceptable. Upon review of the alarm trace, multiple abnormal aspiration alarms were observed. These are indicators of possible poor sample quality. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they have been having ongoing issues with patient sample recovery for a1c-3 tina-quant hemoglobin a1c gen.3 and one other test on a cobas c 503 analytical unit. They received discrepant results for an unspecified number of patient samples tested with hba1c. No specific patient data was provided. Affected samples will initially result in hba1c values around 12 %. The initial values were reported outside of the laboratory and some were questioned by a physician. Samples are repeated on either the same or a different analyzer and the repeat results are around 5 %. The repeat values are deemed correct. The hba1c reagent lot number was 61197001, with an expiration date of 31-may-2023.